Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with right ventricular (rv) lead presented to the hospital following a syncopal episode and evidence of a fever. There was evidence of oversensed noise resulting in pacing inhibition and bradycardia. There was also evidence of intermittent loss of capture (loc), high pacing impedance measurements and high threshold measurements. An lead fracture was suspected but was not visually confirmed. The patient had been lost to follow up for some time. There was evidence of infection so the entire system was explanted and replaced. The products are not expected to be returned.